Manufacturer narrative:
A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 bolis ail limit during pm. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8100 pump module 9.1.17.7 contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Email requesting assistance with an 8100 module giving a bolis ail limit error during pm. (B)(6). Case resolution: emailed po3 and he tried the recommend steps of reconnect the 8015 to asm. The 8100 is still failing. Emailed him the ail sensor part number and customer service email for price quote.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Email requesting assistance with an 8100 module giving a bolis ail limit error during pm. Sn: (B)(4). Case resolution: emailed po3 and he tried the recommend steps of reconnect the 8015 to asm. The 8100 is still failing. Emailed him the ail sensor part number and customer service email for price quote.